Event description:
The pt was implanted with a left ventricular assist device. Approximately 2 years post-implant, the pt reported red heart alarms. A review of the system controller log file revealed decreases in pump speed. An exchange of the system controller did not resolve the alarms. The external portion of the percutaneous lead was inspected and no abnormalities were found. X-rays were taken and damage to the internal portion of the percutaneous lead was suspected. Three days later, a decision was made to exchange the pump.

Manufacturer narrative:
The pt remains on lvad support with the replacement pump with no further issues reported. The manufacturer is attempting to acquire the explanted pump for analysis. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.